Event description:
It has been reported to philips that the allura xper fd20 system would provide fluoroscopy, but that one of the templates would not reference. It was later indicated that the flexvision monitor would not display properly. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon onsite testing it was confirmed that the reported malfunction was occurred due to defective flexvision pc . The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected .